Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed unspecified non-sustained right ventricular oversensing (nsrvo) episodes noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.